Event description:
Lack of access to CPAP machine; I owned a dream station go auto CPAP machine which was subject to the recall. I was on a waitlist for the replacement dream station 2 CPAP. When my dme provider notified me that I the replacement product was now in stock, they also told me that phillips had raised the msrp from (B)(6), due to the "shortage in CPAP machines caused by the phillips recall." So, in summary, philips has placed a defective device in the stream of commerce and has threatened to give us all cancer. Now, they are capitalizing on this bad conduct and price gouging the very same consumers that they have hurt with their cancer machines. What is my government doing to protect me here? FDA safety report ID# (B)(4).